Event description:
It was reported from patient with this implantable pacemaker stating that the device seems to be not working. Also, patient was taken to emergency room due to heart rate went from 140 to 173 beats per minute (bpm). Boston scientific technical services (ts) referred patient to physician. This device remains in service. No adverse patient effects were reported.